Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted and the pump shut off due to insufficient power. Reportedly, the customer did not hear the low battery alarm. The customer's blood glucose level was 300 (mg/dl). Review of the pump data logs by tandem technical support confirmed the battery was depleting as expected and the proper succession of lower power alerts and low power alarm occurred. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.